Event description:
It was reported that after the update, when inspecting the high flow insufflation unit, it was confirmed that when the device was spraying carbon dioxide at 45l per minute and 10mm pressure, a warning sound was heard and the device stopped spraying, even though the gas should continue to spray (error e03 occurred). The problem was then resolved by lowering the value from 45l per minute. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Device was returned for evaluation and the customer's allegation was reproduced. Based on the results of the investigation, it is presumed that some trouble occurred in the line pressure sensor and air supply control of printed circuit board (cr board) due to the normal operation. Software (sw) update is easier to detect a malfunction on cr board, so it is probable that the monitor detected the malfunction correctly and that the alarm sounded and the lamp went out. However, a definitive root cause of the customer reported issue could not be identified. Olympus will continue to monitor the field performance of this device.